Event description:
During review of the in-house programming/diagnostic history database, it was observed that a generator diagnostic test was performed on (B)(6) 2011. The device was not interrogated prior to the patient leaving the office on (B)(6) 2008 as recommended by device manufacturer to ensure the device is at the correct settings. Upon initial interrogation on the next visit, the settings were at unintended parameters. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.